Event description:
Laparoscopy - "in connection with a laparoscopic procedure, the plastic element separates form the trocar without this being visible. This is discovered by incidence when the operation area is examined for bleeding ect." Pt status: "fine".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.